Event description:
It was reported in an article that one pt out of a group of twelve developed partial vocal cord paresis which the pt felt was a tolerable side effect.

Manufacturer narrative:
R.pratap, a. Farboud, h. Patel, p. Montgomery: 2008: vagal nerve stimulator implantation: the otolaryngologist's perspective: eur arch otorhinolaryngol.